Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02737, 0001822565-2022-02738.

Event description:
It was reported that the patient underwent a left knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to unknown reasons. The sales rep was inquiring about patient matched implants. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.